Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
A user contacted the emergency support program to report a potential fo sensor module failure on a cardiosave device. No patient harm was reported.